Event description:
A (B)(6) female pt contacted zoll customer support to report that the response buttons were not working. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) has been confirmed. Upon evaluation, the rear response buttons cable was intermittent in function. The cause for the non-functional response button is the intermittent cable. The root cause for the intermittent cable cannot be positively identified. No adverse event resulted form the detached response button cable. The pt was fit with a replacement monitor.